Event description:
Boston scientific received information that one day post implant the patient implanted with this right ventricular (rv) lead was admitted for reported symptoms of dizziness, chest pain and other. A defibrillation threshold (dft) test was performed during which time the lead exhibited a loss of capture (loc) at maximum output and noise. In addition a chest x-ray and cardiac echo was also performed and revealed a small perforation. The patient also reported feelings of discomfort, light-headed and a taping sensation while the threshold tests were being performed. The field representative stated phrenic nerve stimulation was observed. The patient became extremely agitated and did not want to continue further testing at that time. There were no additional patient effects reported. A request for the status of the lead has been sent.

Manufacturer narrative:
According to our records the lead remains implanted with no change. This investigation will be updated should further information be provided.